Manufacturer narrative:
Continued d.10. Concomitant therapies: croma saypha volume, hormone replacement therapy. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in tear trough, lateral orbital rim and medial cheek, soof region with 1ml of juvéderm® volbella® with lidocaine. Patient was concomitantly injected with 2.5ml croma® saypha volume in piriform fossa and nasolabial folds superficially. One day later, patient developed pressure in left cheek and bruising with whitened regions around it; it was described as a mottled appearance and warm to the touch. Two diagnoses were considered: vessel occlusion and acute infection. Patient was treated with 1500u hyalase® in 5ml of n/s - drawn up in 0.3ml bd and infiltrated extensively from the lower lateral nose region, pyriform & nasolabial fold right across the cheek extending up to the lateral orbital rim; patient, who is also an hcp, self-treated. There was no change in pressure, and no worsening of symptoms. However, there was no improvement. Capillary refill was less than 3 seconds and bruising improved. Patient was prescribed cephalexin 500mg. Patient used a heat pack at night to improve the feeling of pressure. The next morning, the pressure had improved but was still there, and the skin was warmer than the day before. Left lymph node was elevated and left ear had some discomfort. Hcp wanted further review to diagnose occlusion or infection. Patient advised they were somewhat resistant to antibiotics due to previous use and may need doxycycline.